Manufacturer narrative:
Cancel MDR: it was determined during investigation, that this is not the correct manufacturing site and that this is a duplicate complaint record and will be cancelled. See MFR # 3002682307-2024-00103.

Event description:
1.- medication with national code 728879, when introducing the needle "bd¿ blunt fill needle" in the vial for its reconstitution, a rubber particle detached inside the vial is observed. 2.- empty depyrogenated vial, ep scientific supplier, when penetrating the container to make the reconstitution inside the vial, the nurse in charge of the process observes that there is a particle coming from the rubber inside the vial. Detachment of rubber from the vial during use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation reopened due to customer returning sample, but a sample was never returned updated date to investigation reclosure date (B)(4) follow up: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received: 1.- medication with national code 728879, when introducing the needle "bd¿ blunt fill needle" in the vial for its reconstitution, a rubber particle detached inside the vial is observed. 2.- empty depyrogenated vial, ep scientific supplier, when penetrating the container to make the reconstitution inside the vial, the nurse in charge of the process observes that there is a particle coming from the rubber inside the vial. Detachment of rubber from the vial during use.